Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation 'spazzed' and started pulsating 'quicker then what their settings was at. The patient noted that they had been feeling pain at the ins site. The patient stated that the ins really started 'freaking out' when they were sitting watching tv and the patient had the device on at that time and when they got into their car it wouldn't shut off and they were getting rapid pulsations which got stronger and stronger. The patient stated that they were twitching. The patient wondered if there was something wrong with their lead because the pain area was near their bra strap in the middle of their back and down by the ins site and that it felt like it was squeezing those areas. Follow-up was conducted. No further complications were reported.